Event description:
A biomedical engineer reported that a system did not have phaco during a procedure. The procedure was completed with the same system with a delay of 25 minutes. There was no pt harm.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The customer was advised on how to test the handpiece. No issues were found with the ultra sound (u/s) and torsional during the test. The company rep also recommended to have another in-service training. No additional info was provided and the service record (sr) was closed as a "phone fix". The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4). This report was mailed to FDA on: 06/27/2014. (B)(4).